Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2020. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. What tissue was the tip of the drain placed in? In the thoracic cavity. Were any anomaly or deficiency noted in the drain during placement? No further information is available. Did the drain function properly upon first activation? No further information is available. What is the lot number? The lot number is unknown. How was the case completed? No further information is available. Was a new drain placed in the patient surgically? No further information is available. Device return status: the device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown chest surgery on unknown date and a drain was used. In the ICU, when the patient tried to get up, the drain which had been placed in the thoracic cavity was broken. The nurse noticed the breakage, and the end of the drain was covered with a gauze. After that, the patient was moved from ICU to x-ray room by a wheelchair. Then, when the patient tried to stand up from the wheelchair, the whole drain slipped out from the patient¿s body. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(6). H3 evaluation: received the 30-cm long piece of 19fr blake drain. The tube part of the drain is torn, the broken surface is indented and has signs of pre-damage. The drain most probably broke following damage in-use.

Manufacturer narrative:
Product complaint # (B)(4).